Manufacturer narrative:
(B)(4). Medical records/radiographs were provided and reviewed by a health care professional. Complaint sample was evaluated and the reported event was confirmed. Review of the available records identified the following: (summarized by hcp) findings: patient began experiencing a clunking sensation and grinding with movement. Radiographs indicate prosthetic head asymmetrically located within the acetabular cup. Physical exam showed crepitus and discomfort. Suspicion that poly liner had some way dissociated and metal cup was articulating with the ceramic head. Ebl 100 upon opening the hip space, there was metal debris. Cultures were taken. Synovium sent was sent for frozen section ¿ no evidence of acute inflammation, metallic pigmented debris. Polyethylene liner had fractured and dissociated and the ceramic head was articulating against the superior aspect of the acetabular shell and there was striping over the weight bearing portion. Multiple fragments of poly throughout the joint space. After the cup was removed there was a moderate degree of bone loss. Pre-operative radiographs showed no fixation screws. Palpation of the acetabulum showed three quarters intact. The wound was irrigated and competitor¿s product implanted. Device history device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient had an initial left tha on an unknown date. The patient was revised due to pain and poly wear. Subsequently, the patient was revised again approximately one year later due to noise, pain, implant fracture, disassociation, and bone loss.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Epoly rlc 10 deg 28mm sz22, pn ep-105812, ln 368460, cer bioloxd option hd 28mm, pn 650-1055, ln 428080, rnglc locking ring sz 22, pn 105422, ln 021130, unknown stem, pn unknown, ln unknown . Multiple MDR reports were filed for this event, please see associated reports 0001825034-2019-04023. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left hip arthroplasty. Subsequently, the patient was revised approximately one year later due to pain and wear. It was further noted that during the revision procedure, there were multiple fragments of the polyethylene within the joint space and the femoral head was articulating with the acetabular shell. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.